Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. Primary and revision surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. Review of the compatibility matrix identified that all the components are compatible (femoral with articular surface and patella; tibial with articular surface). Based upon the information provided, a definitive root cause cannot be determined at this time.

Manufacturer narrative:
Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported that patient was revised due to pain and loosening of the tibial component 21 months post implantation.